Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with (B)(4) units of insulin and remained static at (B)(4) units. Subsequently, u-500 insulin was being used in the cartridge. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 296 mg/dl, and was addressed with a correction bolus via the pump. System check was performed with tandem technical support, and no issues were found with the pump. The customer confirmed that the infusion site would be changed.